Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced numbness and weakness in their bilateral lower extremities following a trial implant. Patient went to the ER where the lead was pulled. Patient was discharged and was no longer experiencing numbness or weakness.